Manufacturer narrative:
Correction: corrected the implant date. Reported event: an event regarding crack/fracture of an exeter stem involving an unknown metal head was reported. Conclusion: it was reported that the patient's hip was revised due to exeter stem neck fracture after patient fell on the hip. The femoral head was returned in an assembly condition with the fractured exeter stem. Nothing remarkable to report on the head. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation is completed on the exeter stem (pr (B)(4)) within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Exeter stem that has a neck fracture after patient fell on the hip. Patient had surgery on (B)(6) with a restoration modular. Primary surgery 2009.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Exeter stem that has a neck fracture after patient fell on the hip. Patient had surgery on the (B)(6) with a restoration modular. Primary surgery 2009.